Event description:
It was reported that the pump touchscreen was registering incorrect interactions. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.